Manufacturer narrative:
Received only distal end of the catheter. No conditions found on the sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The dimensional evaluation was as follow: concentricity (full inflation volume) n/a, eye snip length 2/32¿, eye snip width 2/32¿, eye snip distance from distal cuff 10/32¿, eye snip distance from proximal cuff 5/32¿, rubberize thickness 13 thou, inflation lumen coverage 16 thou, balloon thickness (average) 28 thou, reinforcement 82 thou. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that it was difficult to withdraw the water to deflate the catheter. The user used forceps to remove the balloon, damaging it in the process; reportedly no pieces of the balloon were missing and no pieces were returned. There was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to withdraw the water to deflate the catheter. The user used forceps to remove the balloon, damaging it in the process; reportedly no pieces of the balloon were missing and no pieces were returned. There was no patient injury reported.